Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Initial reporter phone # : (B)(6). (B)(4). The femtosecond laser, intralase fs2, model 20005k was examined and tested at the customer location by an jjsv field service specialist (fss). The fss replaced the galvo block assembly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during a laser surgery with a femtosecond laser, model 20005k, a decentered flap and a whistling during flap cut, although yellow circle well centered. As per follow up the decentered flap was due to galvo block assembly,even though did not result of an incomplete side cut, lifting the flap was impossible to achieve. In order to fix the issue a photorefractive keratectomy (prk) as secondary surgical intervention was performed on the left patient's eye affected. Surgeon said that abserbed anisometropy for patient eye, risk of aberrant os healing in the future. All information were submitted.